Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was operating within specifications. The device passed all functional testing. No air bubble anomaly was noted. The insulin pump was received in with cracks at the battery tube threads, reservoir tube lip and display window.

Event description:
The customer reported that the infusion set tubing and the reservoir are full of air bubbles. The caller mentioned that the insulin pump was dropped in the past and since then the device was not functioning properly. The customer stated that she went to the emergency room with high blood glucose over 600mg/dl. The customer was treated and released after staying in the hospital for six hours. Troubleshooting was performed, and no damage to the drive support cap noted. The caller also stated that the insulin pump had blank display and all the settings were gone. Advised the caller that the device would be replaced and revert to back up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.please see medwatch report # 3004209178-2014-81593.